Event description:
It was reported that a patient experienced a right mca (middle cerebral artery)/aca (anterior cerebral artery) infarct during a surgery following the use of floseal to stop bleeding. It was reported that the patient had cushing¿s disease and that the surgery performed was for a pituitary tumor. No further information was available regarding surgery or approach taken. During exposure of the sphenoid sinus, while removing mucosa , the artery was ¿hit¿ and severe bleeding occurred. The surgeon initially thought the source of the bleeding to be a cavernous venous bleed and therefore used floseal. It was reported that a muscle patch (unspecified) was eventually used to stop the bleeding. Subsequently, the patient developed the right mca/aca infarct reported as ¿likely due to an embolus¿ and developed a right ica pseudoaneurysm. A decompression craniectomy followed by a diverting stent to the ica (internal cerebral artery) was required. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). Additional information: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. As it was initially described that the floseal was used in an off-label manner; the cause of the reported event was determined to be a lack of product knowledge. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: contact telephone number (B)(6). Should additional relevant information become available, a supplemental report will be submitted.